Event description:
It was reported that after several passes of the ptd into a extensively clotted graft, the basket separated from the cable. The basket was retrieved using a snare. After the pt received further treatment to the graft, he was discharged with no further complications.